Manufacturer narrative:
Further investigations of the sample with ID (B)(6) were no longer possible as any interfering effects may have decreased over time in this specific sample. A new sample collection from the patient was requested, but could not be provided. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The initial reporter stated they received discrepant results for an additional sample from the patient with sample identifier (B)(6). This sample had discrepant results when tested on two cobas 8000 e 801 module analyzers and a cobas e 411 immunoassay analyzer. Results from the following assays were affected: elecsys ft3 iii (ft3), elecsys ft3 iii ver. 2 (ft3 v2), and the elecsys ft4 iii assay. The specific date of the event is not known. This medwatch covers the ft3 assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the ft4 assay and refer to the medwatch with a1. Patient identifier (B)(6) for information related to the ft3 v2 assay. Refer to the attachment for all patient data. The sample was initially tested with the ft3 and ft4 assay on the customer's e 801 analyzer. The sample was repeated on a siemens centaur analyzer. The sample was also provided for investigation, where it was tested for ft3 on the e411 analyzer on (B)(6) 2021. During investigations, the sample was also tested with the ft3, ft4, and ft3 v2 assays on a second e 801 analyzer on (B)(6) 2021. The serial number of the customer's e 801 analyzer was (B)(6). The ft3 reagent lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the e411 analyzer used for investigation is (B)(6). The ft3 reagent lot number and expiration date used on this analyzer was 547180, with an expiration date of 31-aug-2022. The serial number of the e 801 analyzer used for investigation is (B)(6). Ft3 reagent lot number 551720, with an expiration date of 30-sep-2022 was used on this analyzer.

Manufacturer narrative:
For sample ID (B)(6), further investigations of the sample determined it contains both an interferent against the streptavidin component of the ft3 assay and an interfering factor against the idiotype of the monoclonal antibody used in the ft3 assay. For sample ID (B)(6), further investigations of the sample determined it contains an interfering factor against the idiotype of the monoclonal antibody used in the ft3 assay. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design". For sample ID (B)(6), further investigations of the sample could not confirm an interfering factor. For this sample, the investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Medwatch field lot number continued: 507838. Medwatch field UDI number: (B)(4).

Event description:
The initial reporter stated they received discrepant results for three patient sample tested with elecsys ft3 iii on two cobas 8000 e 801 modules, a cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer. The values measured at the customer site were reported outside of the laboratory to a physician. The sample was initially tested on the customer's e 801 analyzer on (B)(6) 2021. The sample was repeated on a siemens centaur analyzer. The sample was also provided for investigation, where it was tested on a second e 801 analyzer on (B)(6) 2021. During investigations, the sample was also tested on an e411 analyzer and an e 602 analyzer on (B)(6) 2021. The e 801 analyzer used at the customer site is serial number (B)(4). The ft3 reagent lot number and expiration date used on this analyzer were requested, but not provided. The e 801 analyzer used for investigation is serial number (B)(4). Ft3 reagent lot number 476059, with an expiration date of 31-aug-2021 was used on this analyzer. The e 602 analyzer used for investigation is serial number (B)(4). Ft3 reagent lot number 473372, with an expiration date of 31-may-2021 was used on this analyzer. The e411 analyzer used for investigation is serial number (B)(4). Ft3 reagent lot number 507838, with an expiration date of 31-oct-2021 was used on this analyzer.